Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system failure error, force sensor error when turned on. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The customer's problem was duplicated. It was found that the wire connecting the force sensor to the main printed circuit board (pcb) had a loose connector on the sensor side (inside plunger assembly) and a faulty ground connector on the main pcb board end. Retightened all connectors and calibrated the pump to fix the issue.